Event description:
The account reported the bed exit did not function. The bed was located in the hca warehouse at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician inspected the bed and could not duplicate the issue. The technician found the bed to be functioning as designed. The most likely cause is user error. The technician found the bed functions as designed, no repair needed. Based on this information, no further action is required.